Event description:
Pt was enrolled in a post-market clinical trial with a foot ulcer. Ulcer was dressed with aquacel ag dressing in the clinical trail. Pt has a history of disbetes and hypertension. Pt developed a new ulcer on the same foot as the ulcer that was dressed with aquacel ag. The new foot ulcer became infected and the pt was admitted to the hosp. The pt received IV antibiotics and the new ulcer was surgically debrided. The adverse event was resolved in 04.